Event description:
It was reported that during a heart procedure the arterial pump stopped. The pump was handcranked until the pump could be changed out. The procedure continued without further incident. No pt injury.